Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction a4: weight, correction e1: initial reporter. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, that surgical intervention was undertaken on (B)(6) 2024. Wherein ipg was explanted and replaced to address the issue.